Event description:
A caller reported an error with their continuous glucose monitor (cgm), specifically cgm error 42 related to their g6 sensor. The incident did not have an adverse impact on the customer's blood glucose level. Customer technical support provided information for a complete pump reset and guided the caller through the process, after which the error did not reoccur, allowing the caller to successfully start their sensor session.